Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date event is unknown. The event took place in 2021.

Event description:
It was reported that the patient experienced an infection. As such, the entire system was explanted in 2021. The infection treated with IV antibiotics and hospitalization. Reportedly, the infection has resolved. Note: exact date of explant is unknown.